Event description:
It was reported that the patient recently passed away. Additional information received noting that the physician's office does not know the circumstances of the patient's death. No other relevant information has been received to date.

Event description:
Additional information received noting that the cause of death is unknown and the device was removed and discarded prior to cremation.